Manufacturer narrative:
Clarification to manufacturer date: (B)(6) 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a 2nd xen®45 gts was implanted to the right eye a week after the 1st xen®45 gts was implanted due to non-desirable positioning of the first stent. Both devices remain implanted. There was no eye injury.